Event description:
It was reported that a patient presented with dizziness and discomfort. Upon interrogation, the patient's implantable cardioverter was found to have exhibited incorrect interpretation of signal, resulting in an arrythmia and no defibrillation output. The arrythmia later terminated on its own. Programming changes were made. The patient was stable throughout.